Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received no delivery alarm. Customer's blood glucose was unknown. Customer advised they changed out their reservoir and the issue was resolved. The reservoir will be returned for analysis. Customer was advised a replacement reservoir would be sent out.